Manufacturer narrative:
H3,h7 and h9- recall code updated. One device was returned for investigation. It was reported that there was an occlusion error in the pump and reported problem confirmed with event logs history. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found service history review identified this device was last serviced in dec/2025 per sr#3716808. Device passed all testing criteria post repair. The probable cause of the reported problem unknown all functional test of the device passed after repaired.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that there was an occlusion error in the pump and reported problem confirmed with event logs history. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found service history review identified this device was last serviced in dec/2025 per sr#3716808. Device passed all testing criteria post repair. The probable cause of the reported problem unknown all functional test of the device passed after repaired.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump had an occlusion error. The reported failure mode affects the functionality of the device where infusion would be stopped which is a high risk to the patient if their therapy is interrupted. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).